Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7092307. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 27206543.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.